Event description:
It was reported that during a labral repair procedure using a speedlock implant with inserter handle, the implant broke off of the inserter handle upon introducing the implant into the joint. The implant was still attached to the suture, so it was retracted without issue. The surgeon opted to complete the procedure using a competitor's device. There were no significant delays or patient complications reported as a result of this event.